Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2:country event occurred in: japan. The product was returned opened and used. Visual inspection did not find any damage or nonconformities. The returned product was identical when compared to a known conforming 3 to 1 carrier. The angle measurement of the carrier was 8 degrees 41 minutes when measured with optical comparator ID# 5042, which is within specification for a 3:1 carrier according to the product drawing. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery it was noticed that the rate of magnification of a carrying skin graft was clearly different compared with normal one. The rate of magnification of a carrying skin graft looked like 6 to 1 although it was 3 to 1. Therefore, the surgeon re-harvested a skin graft and expanded it with a back up of the same product for the surgery. There was no report of harm / injury to the patient or user and the procedure was completed using another device from the customer's inventory. Due diligence is complete. No further information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.